Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was having to charge 2 times each day or he would run the risk of therapy turning off. It was reported that recharge interval showed about 30 hours. Patient was getting good pain relief but complained of having to go without stimulation at times due to the battery depletion. Technical services suggested decreasing patient's rate to see if stimulation was still adequate, but this would allow more time in between charges. Patient was on evolve programming at 2.50 ma. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative stating that the issue had been resolved for the time being. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative reported that patient controller battery pack was not holding a charge. It was also reported that controller feels warm/hot. The controller would not charge and battery seemed very warm. Replacement controller and battery pack were sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the manufacturer representative reported that the patient currently recharged twice a day. The patient had recently been reprogrammed to a new group. The patient had high density settings of 2 ma, 600 hz that gave a recharge interval of every 2.2 days, however, the patient was recharging twice a day about 80% every seven hours.